Event description:
While training a home pt on how to perform their automated peritoneal dialysis therapy on a homechoice cycler, the nurse reportedly experienced an incomplete prime of the pt line of the homechoice set. The nurse did follow proper procedures while priming. The nurse was using 1 pt extension line in combination with a standard homechoice set. The nurse did not attempt to reprime the line as there was no intent for a pt to connect to the setup. The nurse did explain to the trainee that if this should happen while they are performing a therapy, they are to contact baxter's technical service center. Per rn, no pt injury or medical intervention was associated with this incident.